Event description:
Sculptra caused lumps to appear around my face. This product is dangerous and should not be used except with full documentation to the user of possible side effects. I am in shock by this when I went to a dermatologist for injections. I am now damaged by this product. How you have approved this is beyond my faith. I am not alone and this should be recalled and reviewed before anymore people have to suffer the poor and life changing disfigurement. Who knows, will more come out? Will these granulomas be cancerous in the years to come?. "Sculptra treated in 2009".